Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced a high recharge burden which changed after suffering fall (date of event unknown). Reportedly, surgical intervention was undertaken during which time the ipg was explanted and replaced with a different model. Adequate stimulation was achieved postoperatively.